Event description:
Event description boston scientific, crm received information that this cardiac resynchronication therapy defibrillator (crt-d) device declared elective replacement indicator (eri) on september 28, 2006. Premature battery depletion was suspected. The device was programmed to vvir at a lower rate limit of 60 bpm and the outpurs were 2.6 v at 0.5 ms in both the right and left ventricle. No adverse patient effects were reported.